Event description:
It was reported that the customer had issues during prime/rewind. The customer's blood glucose reading was 552mg/dl, and her blood glucose was treated with a correction. The caller stated that the insulin pump alarmed. The father mentioned that the customer had high blood glucose for several days, and he believed that the insulin pump was not functioning properly. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an alarm as a result of a loose drive support disk. However, the device passed the displacement test. Further testing could not be performed due to the alarm.